Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) event summary: it was reported that znn nailing system was removed due to a cut out of the lag screw. Review of received data two undated x-rays were received. On the x-rays a lag screw cut out cannot be clearly identified. The full view of the components cannot be seen on one x-ray. Furthermore, two slices (in coronal plane) of a tomographic image of the patient was received. There, a cut out of the lag screw can be confirmed. Devices analysis: visual examination: the znn nail, lag screw, set screw, end cap and a cortical screw were returned for investigation. The visual examination of the lag screw shows several damages around the grooves. Especially, on one groove an imprint from the set screw can be seen. There are also some other damages which were done during the removal of the devices by using instruments (pliers, forceps). The returned set screw shows a strong tip deformation. This deformation must have been occurred due to incorrect positioning into the groove of the lag screw. The lag screw hole in the nail shows abrasion which was originated from lag screw movements. The cortical screw and end cap do not show any abnormality. Review of product documentation - the compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer biomet. - the surgical technique describes the following: a set screw (included in the lag screw package or packaged separately)must be used to prevent the lag screw from rotating post-operatively. The set screw should be tightened down into the groove in the lag screw. The lag screw inserter must be positioned so that the handle on the inserter is parallel or perpendicular to the colored dots on the targeting guide in order for the set screw and lag screw grooves to engage properly. To verify engagement, attempt to twist the lag screw inserter. If it cannot be rotated using a reasonable amount of force, the construct is in the correct position. If rotation is possible, adjust the position of the lag screw (rotate slightly) so that the set screw can enter the groove in the lag screw. To achieve sliding, tighten the set screw and then rotate the set screw inserter counterclockwise one quarter turn. Do not unscrew the set screw more than one quarter turn. Do not overtightened the lag screw. The distal edge must protrude laterally through the femur to ensure that sliding can occur. Root cause analysis: root cause determination using sap rmw: - lag screw migration due to incorrect lag screw design results into cut out. Not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. - lag screw migration due to users determine wrong lag screw length. Not possible -> a wrong lag screw length cannot be seen on the x-rays. - lag screw migration due to users apply set screw not correctly (lag screw groove not engaged) => possible, incorrect positioning of the set screw. The set screw was not placed as described in the surgical technique. Conclusion summary: it was reported that a removal of a znn system was performed due to a cut out of the lag screw. The cut out of the lag screw can be identified on the received documents (tomographic image). An analysis of the returned devices was done. The visual examination of the lag screw and set screw showed that the set screw was incorrectly positioned into the lag screw groove. The surgical technique describes the correct placement of the set screw and lag screw. If the set screw and lag screw grooves are engaged properly a cut out of the lag screw should not occur. Based on the given information and the results of the investigation, we could identify a root cause for this issue. Incorrect positioning of the set screw. The set screw was not placed as described in the surgical technique. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received the device and investigation is in progress. X-ray pictures were received and will be reviewed within the investigation. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a znn cmn lag screw, 10.5 mm on (B)(6) 2016 and was revised on (B)(6) 2016 due to cut out of the screw in the pelvis. The nail system was removed and a prosthesis was implanted. It was reported that the operator assumes that the screw went far through the nail and that the set screw did not stop this.